Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: the bleeding has been controlled during the procedure. The issue has been discovered during the procedure. The post-operative care was normal.

Event description:
It was reported that during an unknown procedure, the device did not staple properly. It only cut after some staples were formed successfully. The bleeding caused by this event was controlled during the procedure. Another reload cartridge was used to complete the procedure, and an anastomosis was performed. There were no patient consequences reported.